Event description:
It was reported the patient was diagnosed with an infection on (B)(6) 2014. The same area was noticed to be getting red a couple of weeks ago. The area was noted to feel like a cyst and the patient had "a bubble." A culture was done on "righttrefrogicular" and staphylococcus aureus and gram-positive cocci organisms were cultured. Perioperative antibiotics were administered, and an irrigation and debridement (I <(>&<)>d) was done on the day of report on the patient's scalp, close to the extension/lead connection. It was indicated the patient did not have meningitis and there was no explant performed. Patient was to be seen on october 14. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2014-19982 as the patient had two ins¿s and it was not specified which side was affected.

Event description:
Additional information received reported the patient was doing fine. The infection cleared up and the patient's stitches were removed.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable; product ID 3387s-40, lot # va0k331, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0k331, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).